Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device displayed a "cable connection error" message and was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) service department for evaluation. Review of the clinical file did show evidence of the reported complaint. However, the device was put through extensive testing without duplicating the malfunction. The multi-function cable and gasket were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.